Manufacturer narrative:
The information regarding the explant of the system was addressed in MDR #3004209178-2015-16011. References the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2009, product type : lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain and the leads were implanted for multiple back operations. It was reported that last month the patient attempted to have another manufacturer&#62688;scs system implanted however the hcp was not able to because they discovered that the original hcp who explanted the scs system had left part of the lead implanted. The patient thought that it was at t7. The patient reported that they could not get the old lead out after a 3 hour surgery so they were unable to implant the other manufacturer&#62688;lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.